Event description:
It was reported that the patient received inappropriate shocks due to emi oversensing during neck surgery. It was noted that there was an sosd detected at the time of the inappropriate detection. Further information was requested however, was not provided.